Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a mildly calcified lesion in the mid cx. After pre-dilatation, the promus stent was placed, but the balloon ruptured upon the first inflation at 8 atm. The stent was deployed and the stent delivery system was removed without complications. Post-dilatation was performed with another company's balloon catheter. No pt effects were reported. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). (B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There was a kink in the distal shaft 1 cm distal to the guide wire exit notch. There was no other damage noted to the sds. The inflation device used during the procedure was not returned. A new indeflator, filled with water, was used in an attempt to pressurize the sds. Fluid leaked out of radial rupture 1 cm distal to the proximal marker. The rupture was 1 mm in length. There were no scratches noted. The sds was sent to the scanning electron microscopy lab for further analysis. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.